Manufacturer narrative:
The device has been returned and an evaluation performed for it. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. After confirming the change history of the parts, it was confirmed that the design change of the dr board was made on april 16, 2018. It is unclear whether this design change is related to the indicated event. As reported the issue of the device was that there was no image with the 180 series scopes. The user complaint was confirmed. Upon inspection and testing, found no image with the180 series scopes due to faulty patient board set. Installed test patient board set and unit was able to generate an image with test 180 series scopes. The rest of the other functions all video in/output signals image tested ok.

Manufacturer narrative:
There is no additional information available for this event yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for a diagnostic procedure, the device displayed a black image when connected with 180 series scopes with a video scope cable.